Event description:
It was reported that syringe 1ml ll plunger cannot be moved. The following information was provided by the initial reporter: material no: 30962, batch no: 0204837. It was reported the plunger cannot be moved due to the melted plastic.

Manufacturer narrative:
H6: investigation summary: four photos and one 1ml syringe inside and opened blister pack from batch 0204837 (p/n 309628) were received and evaluated. It was observed the stopper was attached to the plunger rod and wedged between the barrel wall. The jammed stopper condition was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0204837 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll plunger cannot be moved. The following information was provided by the initial reporter: material no: 309628, batch no: 0204837. It was reported the plunger cannot be moved due to the melted plastic.